Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 61-year-old female patient sample. The following data was provided (customer¿s reference range 0-14 ng/l): sample ID (B)(6), (B)(6) 2025 initial result = 96 ng/l, (B)(6) 2025 repeat result = 5.4 ng/l, sample sent to another hospital and result = 5 ng/l. Patient was sent to another hospital where a new sample was obtained and run twice. Results = <10 ng/l, <10 ng/l . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed trouble shooting. The sample, reagent 1 and reagent 2 alinity pipettor probes were all replaced and calibrated since the probes had not been replaced or calibrated for more than a year, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the alinity pipettor probes did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the alinity pipettor probes was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 61-year-old female patient sample. The following data was provided (customer¿s reference range 0-14 ng/l): sample ID: (B)(6), on (B)(6) 2025 initial result = 96 ng/l, on (B)(6) 2025 repeat result = 5.4 ng/l, sample sent to another hospital and result = 5 ng/l. Patient was sent to another hospital where a new sample was obtained and run twice. Results = <10 ng/l, <10 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.